Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was determined that there was a loose connection between the supply bag and the home choice cassette, which caused this alarm and resulted in a leak of solution. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of five of peritoneal dialysis therapy. During troubleshooting, it was determined that there was a loose connection between the supply bag and the homechoice cassette which resulted in a leak of solution. Renal therapy services (rts) assisted the patient with ending therapy and in removing the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.